Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. The getinge field service engineer (fse) that encounter the issue replaced the coiled cable to fix the issue, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service. (B)(6).

Event description:
It was reported that during a repair performed by a getinge field service engineer (fse) on the cardiosave intra-aortic balloon pump (iabp), it was found that the coiled connect cable was broken and would no lock properly. There was no patient involvement, and there was no adverse event reported.